Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous segment of mid to distal lad. The stent system was advanced into the lesion, but it got caught on the way and could not pass through the lesion, resulting in curling of the stent (stent strut deformation). This device was not used.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous segment of mid to distal lad. The stent system was advanced into the lesion, but it got caught on the way and could not pass through the lesion, resulting in curling of the stent (stent strut deformation). This device was not used.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.